Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log was reviewed but nothing linked to the reported event could be identified. The device was not returned to brézins for investigation as device check was carried out locally. No issue could be found upon testing. Device quality control certificate was provided. Device history log was reviewed by our investigator in brézins. Each identified infused volumes were in line with the device programming. As per provided quality control certificate, no dysfunction of the device could be found. This complaint is considered as not valid. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "medication was administered in one hour for which it should have been administered between 5 to 10 hours." Additional information received is that the patient presented with dizziness after infusion administration. No further side effects were communicated. Reporting due to the referenced issue; no serious injuries to the patient was reported. More information is needed to complete the investigation.